Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's operative eye and the surgeon noted that the haptic was cracked. Surgeon left implant in as it was determined it would not affect the patient adversely. Through follow-up, it was learned that the lens is inserted in patients eye without consequence. There is no affect with the patient's outcome. No other information was provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. A photo was provided and evaluated. Visual inspection of the photos show the alleged dcb00 lens implanted in the patients eye. A crack at the optic and haptic junction could be observed in both photos. The haptic remains intact to the lens. No further issues were observed, and the lens remains implanted. The complaint issue "haptic damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.